Event description:
Plaintiff alleges latex sensitization as a result of exposure to latex gloves and has suffered and sustained numerous injuries including anaphylaxis, asthma, rhinitis, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression and emotional distress. Plaintiff's husband alleges loss of consortium, financial loss and detriment of his wife.